Event description:
It was reported that during a pleurectomy procedure, while trocar was in patient the trocar broke. When surgeon removed the broken trocar and examined it, a small piece was unable to be found. The surgeon is suspicious that it could be lost within the patient. The surgeon has reported it as an incident and explained to the patient what has occurred. The surgeon has kept the trocar. The condition of the patient immediately following the event was stable.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be related to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the sample availability question in the system error 2240 call script, the patient discarded the sample. On (B)(6) 2010, the patient confirmed the device was discarded and no companion samples were available.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm (indicating air in the set) that appeared on the homechoice (hc) unit during drain 2 of 5. The home patient (hp) had disconnected and reconnected. The hp would end therapy and start over with new supplies. The hp would contact the nurse regarding the air detect alarm and reconnecting after the alarm occurred. The proper procedures per the user manual were reviewed with the caller. No patient injury or medical intervention was reported. On (B)(6) 2010, product surveillance spoke with the nurse who stated the home patient has been doing fine and has been able to continue therapy okay. There was no patient injury or medical intervention associated with this report. Product surveillance spoke with the hp on (B)(6) 2010. The hp stated the device was discarded, no companion samples were available, and the lot number was unknown. The hp could not remember any details from the incident.